Manufacturer narrative:
The power supply board is a part that is provided by a third-party supplier. The availability of the part or the associated machine files for physical evaluation by the manufacturer has been determined to be not necessary. According to the risk assessment by the supplier the risk was rated as broadly acceptable. The applicable requirements were passed successfully within the approval procedure. A photograph of the reported issue was provided by the customer. The manufacturer was able to confirm the reported issue based on the photograph. The most likely cause of the reported issue is a power surge by the local power grid.

Event description:
A user facility biomedical technician (biomed) reported that thermal damage was identified on the power supply pcb of the aquac reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up. The biomed stated that the thermal damage was initially discovered after the ro system failed to power on. Upon evaluation, a circuit on the power supply pcb appeared to be burned. There are no errors or alarms associated with the thermal damage. There was no patient involvement or personal harm to anyone as a result of the reported issue. There was no burning smell, smoke, spark, flame, or arcing observed. The biomed confirmed that the thermal overload switch did not trip and there was no blown fuse in the local power supply. There was no local power grid issue around the event date when the thermal damage was discovered. The biomed confirmed the device is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the power supply pcb was replaced to resolve the reported issue. The biomed could not confirm the availability of the sample for returned to the manufacturer.